Event description:
It was reported that the patient received multiple inappropriate therapies. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the pacing coil fractured, causing the inappropriate shocks observed in the field. The appearance of the inner coil indicates that the tip fractured over time due to fatigue. There is no indication that the damage is production related.